Event description:
A consumer reports that two months after intraocular lens (iol) implant surgery, he developed posterior capsular opacification. Following a yag laser procedure, the consumer reports glare, halos and starburst line pattern lines. The surgeon performed a second yag procedure and the symptoms are better, but the consumer can see a "line" through the center, mostly at night. The patient has not given his permission for us to contact the surgeon.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The patient has not given permission to contact the surgeon.